Event description:
It was reported that in a renasys tch device&power sply, the connector j13 on mainboard is broken. No patient harmed, and no injury reported because this was found during service and repair. Reason for report selected: failure to charge.

Event description:
It was reported that the device battery is damaged. Additionally, during service and repair, the connector j13 on mainboard was found broken. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 updated.